Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2020 at 09:47 am. The data further showed a detection of strong magnetic fields at 09:36 am, 11 minutes before the eos detection. It is therefore assumed that a procedure containing strong magnetic fields, such as the reported MRI scan, might have led to the clinical observation. The data documented that the MRI mode of the device was not activated. Please note, an MRI scan without pre-programming the device in MRI mode, may lead to subsequent damages to the electronic module. Should additional relevant information become available, this investigation will be updated.

Event description:
It was reported that this device is in eos since (B)(6) 2020, which corresponds to the date of the patients MRI exam.